Manufacturer narrative:
Investigation results were made available. Trend analysis: no trend considering the following event is identified: glenoid radiolucency. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Review of event description: it is reported that a patient had a as glenoid component implanted on (B)(6), 2016. During clinical trial follow-up visit it was found that patient had grade ii glenoid radiolucency at 6 months. Review of received data: - x-rays of the 6 week follow-up as well as the ones of the 6 month and 12 months follow-up are available. On the ap external view of the 6 month follow-up a radiolucent line is visible around the inferior glenoid peg. The radiolucent line around the inferior glenoid peg seems to have not significantly changed at 12 month follow-up. - the available documentation describes that the patient (office visit dated (B)(6), 2016) continues to progress well and reports no significant difficulties with respect to pain. Slight increase in rom from previous visit is noted. She is very happy overall, however, and has managed to return to work to full unmodified duties without any difficulty. X-rays reviewed in clinic today reveal excellent and maintained alignment of her total shoulder prosthesis with no signs of loosening or premature failure. The surgical report of implantation dated (B)(6), 2016 reports no conspicuousness. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: - the compatibility check was performed and showed that the product combination was approved by zimmer. - surgical techniques anatomical shoulder and sidus shoulder contain all information about the correct positioning of the glenoid, head and anchor. Root cause analysis: the available documentation describes that the patient with shoulder replacement is doing well and that the x-rays reviewed in clinic reveal excellent and maintained alignment of her total shoulder prosthesis with no signs of loosening or premature failure. Radiolucent lines are generated in response to focal loosening of a device from the bone. However, their presence is not an indicator of device failure as these may be highly localized or non-progressive. Consequently, based on the fact that these are currently only observed phenomenon in these cases, without any clear link to a device failure, the severity is rated as negligible. Radiolucent lines surrounding cemented glenoid implants are a well-documented phenomenon, and no specific features of the device are causative to a heightened failure rate. The clinical correlation between lucent lines and component loosening is still unclear. Component loosening of the glenoid is associated with several patient and technical factors. Conclusion summary the available documentation describes that the patient with shoulder replacement is doing well and that the x-rays reviewed in clinic reveal excellent and maintained alignment of her total shoulder prosthesis with no signs of loosening or premature failure. Radiolucent lines are generated in response to focal loosening of a device from the bone. However, their presence is not an indicator of device failure as these may be highly localized or non-progressive. Consequently, based on the fact that these are currently only observed phenomenon in this case, without any patient complaint or indication of a possible device failure an exact root cause of radiolucency cannot be determined as the event is associated with several patient and technical factors. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
X-rays, clinical notes were received and will be reviewed as part of ongoing investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Additional information has been requested and is currently not available. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a anatomical shoulder glenoid on the right side on (B)(6) 2016. Currently, the patient is being monitored due to glenoid radiolucency and pain.